Event description:
It was reported that during the internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, the subject flow diverting stent was deployed successfully completely covering the aneurysm neck. 17 months post procedure, the subject flow diverting stent was found 80% stenosed and no clinical problems were noted. Retreatment was planned on (B)(6) 2022 with the pta (percutaneous transluminal angioplasty).

Manufacturer narrative:
Remains implanted.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the fish-mouthing was observed during 12m follow-up visit, which actually occurred 17 months post-procedure (not exactly 12m post-procedure). The percentage of fish-mouthing noticed was 80%. There was no intimal hyperplasia at the time of reporting. The treatment planned date was (B)(6) 2022. An assignable cause of anticipated procedural complication will be assigned to the reported 'stenosis with stent deformation', as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment.

Event description:
It was reported that during the internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, the subject flow diverting stent was deployed successfully completely covering the aneurysm neck. 17 months post procedure, the subject flow diverting stent was found 80% stenosed and no clinical problems were noted. Retreatment was planned on (B)(6) 2022 with the pta (percutaneous transluminal angioplasty).

Event description:
It was reported that during the internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, the subject flow diverting stent was deployed successfully completely covering the aneurysm neck. 17 months post procedure, the subject flow diverting stent was found 80% stenosed and no clinical problems were noted. Retreatment was planned on (B)(6) 2022 with the pta (percutaneous transluminal angioplasty). Update: received additional information on 10-may-2023 stated that the subject patient of the impact study: impact: international post market product surveillance study of intracranial aneurysms treated with an endovascular approach. Patient mrs 0 and nihss 0 as of the 12m visit on (B)(6) 2022 and following the unscheduled visit with retreatment on (B)(6) 2022.

Manufacturer narrative:
B5 executive summary - updated. B6 relevant tests and lab data - updated.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the fish-mouthing was observed during 12m follow-up visit, which actually occurred 17 months post-procedure (not exactly 12m post-procedure). The percentage of fish-mouthing noticed was 80%. There was no intimal hyperplasia. The treatment planned date was (B)(6) 2022. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported 'stent tapering'.

Event description:
It was reported that during the internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, the subject flow diverting stent was deployed successfully completely covering the aneurysm neck. 17 months post procedure, the subject flow diverting stent was found 80% stenosed and no clinical problems were noted. Retreatment was planned on (B)(6) 2022 with the pta (percutaneous transluminal angioplasty).

Event description:
It was reported that during the internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, the subject flow diverting stent was deployed successfully completely covering the aneurysm neck. 17 months post procedure, the subject flow diverting stent was found 80% stenosed and no clinical problems were noted. Retreatment was planned on (B)(6) 2022 with the pta (percutaneous transluminal angioplasty). Update: received additional information on 10-may-2023 stated that the subject patient of the impact study: impact: international post market product surveillance study of intracranial aneurysms treated with an endovascular approach. Patient mrs 0 and nihss 0 as of the 12m visit on (B)(6) 2022 and following the unscheduled visit with retreatment on (B)(6) 2022. Update: received additional information on 15-jun-2023 stated that the on (B)(6) 2022, the retreatment form was inactivated since there was no retreatment. The adverse event of "percutaneous transluminal angioplasty pta balloon dilation of a stenosis of the left aci" has been inactivated. The site revised data entry in edc, the event is referring a non-target aneurysm (left aci (2 paraaortalmic non-target aneurysms)) and causally related to the subject device. ********************************************************* update (B)(6) 2023: the site revised data entry in electronic data capture (edc), the reported event is referring to a non-target aneurysm on left aci. Subject device details - surpass evolve catalog no 4x20 fd40020, lot# 21931752r. Aneurysm location - left aci. (2 paraaortalmic non-target aneurysms) procedure date- (B)(6) 2021. During 12m fu on 04 nov 2022 fish mouthing stenosis of the distal part of flow diverter stent (left aci) was noticed. Aneurysms are occluded. No clinical problems noted. Percutaneous transluminal angioplasty pta balloon dilation of a stenosis of the left aci performed. Retreatment date: (B)(6) 2022 for stenosis of the left aci. Study device details - surpass evolve catalog no fdc40017, lot# 21361399r aneurysm location - right ica: right internal carotid artery-ophthalmic (c6 segment). Procedure date - (B)(6) 2021. Summary of events in chronological order: on (B)(6) 2021: patient underwent successful study device (evolve fdc40017, 21361399r) implantation procedure on right internal carotid artery-ophthalmic (c6 segment). Reported pre-procedure parent artery stenosis was 0-25%. On (B)(6) 2021: patient underwent subject device (evolve fd40020, 21931752r) implantation procedure on left aci. On (B)(6) 2022, 17 months post-study device implantation procedure on right ica, 12-months follow-up visit occurred on (B)(6) 2022. 80% fish mouthing stenosis of the distal part of flow diverter stent (left aci-non target aneurysm) was noted on CT scan. No clinical consequences was reported to the patient. On (B)(6) 2022: percutaneous transluminal angioplasty pta balloon dilation of a stenosis of the left aci was performed. On (B)(6) 2022: mrs score was 0 and nihss score was 0. On (B)(6) 2022: the patient was discharge home. Adverse event was considered as resolved (from (B)(6) 2022 to 1-dec-2022) by the site per edc.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the fish-mouthing was observed during 12m follow-up visit, which actually occurred 17 months post-procedure (not exactly 12m post-procedure). The percentage of fish-mouthing noticed was 80%. There was no intimal hyperplasia at the time of reporting. The treatment planned date was (B)(6) 2022. The site revised data entry in edc, the event is referring a non-target aneurysm and causally related to the device. An assignable cause of anticipated procedural complication will be assigned to the reported 'stenosis with stent deformation', as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment.

Event description:
It was reported that during the internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, the subject flow diverting stent was deployed successfully completely covering the aneurysm neck. 17 months post procedure, the subject flow diverting stent was found 80% stenosed and no clinical problems were noted. Retreatment was planned on (B)(6) 2022 with the pta (percutaneous transluminal angioplasty). Update: received additional information on 10-may-2023 stated that the subject patient of the impact study: impact: international post market product surveillance study of intracranial aneurysms treated with an endovascular approach. Patient mrs 0 and nihss 0 as of the 12m visit on (B)(6) 2022 and following the unscheduled visit with retreatment on (B)(6) 2022. Update: received additional information on 15-jun-2023 stated that the on (B)(6) 2022, the retreatment form was inactivated since there was no retreatment. The adverse event of "percutaneous transluminal angioplasty pta balloon dilation of a stenosis of the left aci" has been inactivated. The site revised data entry in edc, the event is referring a non-target aneurysm (left aci (2 paraaortalmic non-target aneurysms)) and causally related to the subject device.

Manufacturer narrative:
B5 executive summary - updated h4 manufacturing date ¿ added f10 / h6 health impact code grid - health effect - impact code - updated d4 expiration date - added d4 lot # - corrected catalog#, product long description, gtin# - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the fish-mouthing was observed during 12m follow-up visit, which actually occurred 17 months post-procedure (not exactly 12m post-procedure). The percentage of fish-mouthing noticed was 80%. There was no intimal hyperplasia at the time of reporting. The treatment planned date was (B)(6) 2022. Update: received on 16-jun-2023: retreatment form was inactivated since there was no retreatment. An assignable cause of anticipated procedural complication will be assigned to the reported 'stenosis with stent deformation', as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.